Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was discovered that the supply bag disconnected without falling which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during cycle three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag disconnected without falling. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred during dwell three. Two potential lot numbers were reported: h15h05112 and h15i09088. Should additional relevant information become available, a supplemental report will be submitted.